Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days post-operatively of a laparoscopic sigmoid resection, the patient experienced pain. A big leak was found at the staple line and there was tissue damage. Anastomosis revision operation was performed with a suture. The patient¿s hospitalization was extended for one week.